Event description:
Mitral valve was implanted and incorrect functioning was noted in the operating room. Decision was made to explant valve and implant another valve. After procedure, surgeon examined explanted valve and noted that one leaflet appeared thicker than it should have been.